Event description:
Attorney alleges plaintiff has had ruptured implants, siliconomas and multiple physical symptoms including breast hardness, loss of sensation, burning pain, arm pain, anxiety, stress, pain and suffering.